Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number), d.6b, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on(B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with abdominal wall hernia occurring in an old colostomy site thereby underwent open repair with the implant of composix kugel hernia patch (device 1). Per op notes, "patient's old colostomy site was addressed. A composix kugel hernia patch (device 1) was placed using sutures." (B)(6) -2006 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per op notes, "identified the previous composix kugel mesh, there were adhesions to this. A synthetic mesh was placed." (B)(6) 2007 - patient underwent repair with removal of composix kugel mesh (device 1). Per op notes, "found the mesh (device 1) to be exuding through the hole in the incision and was removed it." (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of kugel hernia patch (device 2). Per op notes, "a small kugel hernia patch (device 2) was placed in the preperitoneal space."